Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27-apr-2026, an FDA medwatch notification was received via email. It was reported that during the procedure, a small metal piece of the ar-3740sp self-punching double-loaded knotless knee fibertak reportedly broke off within the patient¿s knee and was unable to be retrieved by the surgeon. The issue was noticed immediately by the surgical team. The anchor and broken piece intentionally remained in the patient, as removal would have caused patient harm by digging it out of the bone. The event was reported to have occurred during an acl repair procedure performed on (B)(6) 2026.